Event description:
It was reported that the insulin pump got dropped in the toilet. Customer reported that she experienced high blood glucose last december and recuperating from open heart surgery. Customer's blood glucose had been over 300 mg/dl. Customer's current blood glucose was 192 mg/dl. It was found in the alarm history that the insulin pump alarmed no delivery and displayable history crc check failed on start up. During the troubleshooting the insulin passed self test. The customer was advised to monitor the insulin pump and call back for other issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.